Event description:
It was reported that the device downstream occlusion (dso) seal was coming off. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, strip latch lock and scratched rear label. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso seal peeling. The dso seal was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.